Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. The customer treated high blood glucose with manual injection. The customer was declined to troubleshoot for high blood glucose level. The customer was assisted with troubleshooting for connecting meter to the insulin pump. The device will not be returned for analysis.